Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited an in increase in short v-v intervals and the right atrial (ra) lead exhibited noise. Possible electromagnetic interference was noted on the implantable pulse generator (ipg) with small p waves on thera lead. It was also noted that the rv lead exhibited loss of capture and a possible fracture and the ra lead exhibited far field r-wave (ffrw) oversensing. Mirror image oversensing was seen on both leads on non-sustained ventricular tachycardia and the electrograms (egm) show evidence of lead insulation damage causing cross lead interference. The ipg system remains in use. No patient complications have been reported as a result of this event.